Event description:
Meter name: one touch ii, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: sweating, mouth clammed shut, had convulsions. A pt reported they had a diabetic seizure. Their meter allegedly would only prompt clean test area. The result on their meter was: unable to test. No comparison reported. Customer's family member treated pt with an injection of glucogen (1mg). No further info has been reported.